Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient tripped and injured right hip. An open reduction and internal fixation was performed. Surgeon noted the hip to be stiff. The head, neck and stem were replaced with new product. DHR was reviewed and no discrepancies were found. The root cause of the reported event is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705801 ¿ shell ¿ (B)(4); 00885101336 ¿ neutral liner ¿ (B)(4); 00784802300 ¿ modular neck ¿ (B)(4); 00877503602 ¿ biolox delta head ¿ (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a trip and fall approximately 1 months post initial right total hip arthroplasty. The patient underwent an open reduction and internal fixation due to periprosthetic fracture. All femoral components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.